Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00788. This report is being submitted as additional information. Approximate age of device- 0 years, 10 months, and 13 days. Manufacturer's investigation conclusion: the patient subsequently expired on (B)(6) 2018 due to self termination of support resulting in cardiogenic shock (reported on medwatch MFR report # 2916596-2018-02440). The pump was not returned for evaluation. Evaluation of the submitted photographs of the patient's driveline showed breaches in the yellow, black, green, red, brown, and orange wires. The damage appears consistent with the report of driveline damage caused by the patient. Additionally, the submitted photographs of the patient's system controller showed the pump speed at 0 rpm, with associated flow rate of 0 lpm and pi of 0.0. These values are consistent with interruption in pump operation due to breaches in each wire. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient chewed the driveline in half. The customer opted not to do a distal end percutaneous lead (driveline) replacement. The patient was placed in hospice. Additional information was requested, but not provided.